Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an automated impella controller (aic) fail with a red controller alarm at boot up. The aic was removed and replaced. This occurred during preparation. Therefore, no patient was involved.

Manufacturer narrative:
The investigation into automated impella controller (aic) - controller failure (red alarm) has been completed. During the device analysis the controller was booted up, instantly getting controller failure alarm for defective purge pressure sensor that resolved and recurred. The console was immediately shut down by the user. The console was returned for investigation but, despite power cycling 200 times, the failure was unable to be reproduced both with or without purge cassette. The voltage across the purge pressure sensor was found to be marginally passing which is why the alarm was triggering and resolving in the field just the one time. The cause of the controller failure was most likely a marginally passing pud. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23226.